Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting of an unrelated alarm, it was reported that solution was observed under the device. The event occurred during prime on the home choice (hc). The home patient (hp) reported that the cassette appeared puffy and the cassette had solution in it. The technical service representative (tsr) had the hp close the clamps to the bags and patient line. The tsr advised the hp to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.